Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. The product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. The product investigation could not identify a root cause. Not enough info was provided from the account for further investigation. Attempts have been made to obtain add'l info by phone, fax and mail. A completed questionnaire has not been received. No add'l info is expected. (B)(4).

Event description:
A surgeon reported following an intraocular lens (iol) implant procedure, the patient had a refractive surprise. Add'l info was rec'd by the surgeon who reported that the iol is inducing the astigmatism.